Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient, who has a history of inflammatory arthritis and carpal tunnel syndrome, presented with hand pain, numbness and swelling. An ultrasound revealed a left axillary vein thrombus. It is unknown if the thrombus was related to the cardiac resynchronization therapy defibrillator (crt-d) system implant from three months prior. The patient's anticoagulant medications were adjusted and the system remains in use. Shortly thereafter, the patient reported feeling worse than prior to the receiving the crt-d system. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.